Event description:
On the literature article named "radiologic outcomes of intramedullary nailing in infraisthmal femur-shaft fracture with or without poller screws", it was reported that, during the treatment of patients with infraisthmal femur-shaft fractures with trigen tan nail fixation, one patient who underwent nailing without poller screws presented a surgical infection in the gluteal site at the entry point. An incisional drainage and irrigation followed by IV antibiotics were required. The event was resolved, and patient achieved full range of motion at the time of the last follow up.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the surgical infection could not be confirmed nor concluded. Per the article the patient had an incisional drainage and irrigation followed by intravenous antibiotics, which resolved the infection. Therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.